Event description:
It was reported that during a stenting treatment procedure, a filter tear occurred. The target lesion was located in the internal carotid artery. A 190cm filterwire ez embolic protection system was deployed during the procedure. When the device was removed from the patient, a tear was noted between the wire and the filter bag. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received coiled with the protection wire inside the retrieval sheath. The delivery sheath and wire torquer were not returned. Microscopic and visual inspection found the distal tip of the protection wire was wavy and stretched approximately 5.0 mm on its proximal portion. The filter bag was completely deployed from the retrieval sheath. The filter bag did not have any tear, however, the tip seal bond was detached from the spinner tube. The distal end of the filter bag can slide back and forth on the polyimide. The loop coil legs are intact. The protection wire was kinked at approximately 63.2 cm measured from the proximal end of the protection wire. There were no other issue found during visual and microscope inspection of the protection wire and retrieval sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a filter tear occurred. The target lesion was located in the internal carotid artery. A 190cm filterwire ez embolic protection system was deployed during the procedure. When the device was removed from the patient, a tear was noted between the wire and the filter bag. No patient complications were reported and the patient's status is good.